Manufacturer narrative:
05-feb-2026 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Whole head fell off in mouth...oscillationg disk came out- oral b power care [device breakage]. Nail that was holding the circular head up that was loose- oral b power care [device physical property issue]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer via call stated that after using couple of days the brush head came out of the top part and the nail come loose on the top. It was the oscillating disk that came out. No injury was reported. 05-feb-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Whole head fell off in mouth...oscillationg disk came out- oral b power care [device breakage] . Nail that was holding the circular head up that was loose- oral b power care [device physical property issue] . Suspected counterfeit- oral b power care [suspected counterfeit product] . Case narrative: consumer via call stated that after using couple of days the brush head came out of the top part and the nail come loose on the top. It was the oscillating disk that came out. No injury was reported.